Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings:a review of the pump history indicated that the pump had been suspended. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no self-suspending or alarms occurring. The pump was suspended and gave the appropriate audio-visual alert. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter denied any associated alarms but admitted to multiple suspend/resume sequences. No additional information was provided. The pump was replaced due to healthcare provider insistence. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.